Manufacturer narrative:
E1: phone number extension "(B)(6)". H3, h6: a pump was returned for analysis in used condition. Visual inspection showed the screen was scratched and the syringe port was cracked. The pump was used and not in its original packaging and was decontaminated. Service history review identified that the device was last serviced april 21, 2022, for an issue related to "keeps showing blockage detected during testing. Review of the event history logs were not applicable. Functional testing was able to duplicate the customer's reported problem. The most probable cause for "system fault" is error code 112 due to an intermittent motor. The motor was replaced, and the pump passed all functional testing and performed as intended.

Event description:
It was reported that the pump had a system fault. Per reporter, there was no physical damage/abuse and the event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.